Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The armada 18 device is currently not commercially available in the us; however, it is similar to a device sold in the us. Evaluation summary: visual and functional inspection was performed on the returned device. The reported balloon rupture was not confirmed; however, a leak was confirmed. It may be possible that the guide wire lumen was punctured during back-loading of the guide wire causing fluid to leak through the tip and guide wire port during inflation; however, this could not be confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents. The investigation was unable to determine a cause for the leak. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that following atherectomy, an armada dilatation catheter was advanced to the mildly tortuous, heavily calcified superficial femoral artery lesion without issue. Dilatation was attempted, however, contrast was seen and a balloon pinhole was suspected. The device was removed without issue and another device was used in replacement. There were no adverse patient effects and there was no clinically significant delay. There was no additional information provided regarding this issue.